Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's wife called in to report a hospitalization due to low blood glucose levels. The customer was released but had low blood glucose levels again and went back to the hospital. The customer's blood glucose level was 32 mg/dl during the first visit, and was 20 mg/dl during the second visit. The customer's blood glucose level was 84 mg/dl during the call. The customer's symptom included a stomach ache. The customer performed the displacement test and it passed. The customer reported receiving two motor error alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.